Event description:
The reporter performed three back to back (rapid succession) blood glucose tests, five minutes apart, using different fingersticks. Her results were 110 mg/dl, 40 mg/dl and 94 mg/dl. The reporter stated that she did not have any symptoms, but felt weak all the time. She performed a control solution test that was in range 121 (90-135). Reporter uses confirmation dot for comparison with strips. The reporter performed another control solution test while talking with a lifescan rep. Her test result was in range 119 (96-144).